Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient experienced a drain time of 113 minutes and was unable to bypass. The cycler also displayed an air detected in cassette message several times. The nurse did see small air bubbles in the drain window. The nurse stated that that when he was removing the cassette from the cycler, the inside of the cassette door was wet. The nurse stated that the cassette itself was not wet but the inside of the cassette door was. The nurse also stated that he did not see any tears or holes in the cassette.

Manufacturer narrative:
Corrective data: updated to 1/10/2018.

Event description:
A peritoneal dialysis nurse reported that the patient experienced a drain time of 113 minutes and was unable to bypass. The cycler also displayed an air detected in cassette message several times. The nurse did see small air bubbles in the drain window. The nurse stated that when he was removing the cassette from the cycler, the inside of the cassette door was wet. The nurse stated that the cassette itself was not wet but the inside of the cassette door was. The nurse also stated that he did not see any tears or holes in the cassette.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. The device passed the following tests: patient sensor calibration check; mushroom head check; test positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A DHR review found no related items.

Event description:
A peritoneal dialysis nurse reported that the patient experienced a drain time of 113 minutes and was unable to bypass. The cycler also displayed an air detected in cassette message several times. The nurse did see small air bubbles in the drain window. The nurse stated that when he was removing the cassette from the cycler, the inside of the cassette door was wet. The nurse stated that the cassette itself was not wet but the inside of the cassette door was. The nurse also stated that he did not see any tears or holes in the cassette.